Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Additionally, this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was sensing the respiratory rate signal, resulting in inappropriate atrial tachy response. There were some increased impedance measurements on the right atrial channel; however, none was greater than 2,000 ohms. Technical services recommended deactivating the respiratory rate trend feature. The ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Additionally, this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was sensing the respiratory rate signal, resulting in inappropriate atrial tachy response. There were some increased impedance measurements on the right atrial channel; however, none was greater than 2,000 ohms. Technical services recommended deactivating the respiratory rate trend feature. The ICD remains in service and no adverse patient effects were reported. Additional information was received, and this implantable cardioverter defibrillator (ICD) system had been exhibiting high out of range right atrial (ra) lead jumpy impedance measurements above 3000 ohms, a spring contact issue was noted. The ra lead is a non-boston scientific lead. No adverse patient effects were reported.